Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patent presented remotely. Upon review of merlin.net transmissions, it was observed the patient's left ventricle (lv) lead had a high pacing impedance. It was decided to replace the lead. The lv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.